Event description:
It was reported that the customer had a no delivery alarm and high and low blood glucose levels. The blood glucose level was 400 mg/dl, but also had a low of 36 mg/dl. Customer states the no delivered was due set, which he resolved by a infusion set change. Troubleshooting was performed and the displacement test was performed and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.